Event description:
It was reported that the patient experienced a loss of therapeutic effect with intermittent spasticity, weight loss and withdrawal (symptoms not specified). The patient had a volume discrepancy with approx 15% more drug in the pump than was expected (exact volumes were not reported). A roller study was performed, and no problems were found. The patient's proximal catheter was revised and a new pump connector placed. The patient was found to have spinal cord compression and was reported to be awaiting cervical surgery. The patient's pump was also repositioned. The patient's pump contained hydromorphone 40 mg/ml, fentanyl 200 mcg/ml, and compounded baclofen 1000 mcg/ml. Additional information received reported that the event occurred as a result of a patient issue. The patient lost over 100 pounds the last 1 1/2 years. Reference MFR report #6000030200801945.